Manufacturer narrative:
A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. As the serial number was not provided, a review of the specific device records was not possible. However, a review of the DHR for the 6 months prior to the event date was performed. Investigators did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. When the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or break and detach into the body cavity during ultrasonic output.¿ while a definitive root cause could not be identified without the subject device returned, based on the information provided, investigators believe stress may have caused the reported failure. An external force might have been applied to the probe due to continuous use of the probe from scratches, causing the probe to weaken and break at the scratched area. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the probe on his olympus sonosurg curved scissors broke during use in a therapeutic procedure. Details relating to the breaking of the probe were unknown. Though, no patient harm was confirmed, and the procedure was completed using a similar device.